Manufacturer narrative:
Aware date was updated from (B)(6) 2017. Abbott learned that when the patient letter was received in the mailroom on (B)(6) 2017, it was date-stamped the same date ((B)(6) 2017). However, when the letter inside the envelope was received and date-stamped by another department, the date-stamp's month had not been updated so the letter was inadvertently date-stamped with the wrong date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Updated.

Event description:
On (B)(6) 2011, a 25mm regent valve was implanted secondary to aortic insufficiency due to endocarditis. Per report, the patient's physician recommended explanting the regent valve secondary to a pvl and replacing it with a tissue valve or managing the leaks using amplatzer vascular plugs. The patient is considering the options.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, a 25mm regent valve was implanted. Per patient report, complications started post-implant secondary to a defective valve resulting in cardiomyopathy with a decrease in the ejection fraction. According to the patient in (B)(6) 2016, he was hospitalized and required implantation of an ICD. An echo obtained (B)(6) 2016 revealed an enlarged left atrium and left ventricle consistent with cardiomyopathy, mild-moderate aortic insufficiency and post-aortic valve replacement.

Event description:
Per medwatch report mw5070117 (patient reported) following an avr with this mechanical heart valve complications started post-implant secondary to a defective valve. Per patient report the defective valve resulted in a myocardial infarction (mi) and cardiomyopathy with a decrease in the ejection fraction. According to the patient on (B)(6) 2016, he was hospitalized due to the mi and required implantation of an ICD due to resulting tachycardia.